Manufacturer narrative:
G2: the country of the event is germany. H3. Device evaluation summary: product analysis#: (B)(4): part#: 9561524, lot#: my21a002 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle and one of the small knuckles were able to be tightened and loosened but the small joint is jammed. Unable to determine root cause of the jammed joint. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the customer received a defect metrx arm from eoc. The joint where the tube is fixed does not fix and loose. There was no patient involvement reported. There were no further complications reported regarding the event.